Event description:
It was reported that an avs navigator straight inserter was 'blocked' and the unlocking screw would not release the cage intra-operatively. Surgery was successfully completed with another inserter and a 10 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Upon visual inspection of the returned device, it was confirmed that the tip of the inserter was deformed. The one leg of the clasping mechanism is splayed outwards. Material wear and discoloration was identified on the device. The device is no longer functional. Device history records were reviewed for this lot, no relevant manufacturing issues were identiifed. This device was manufactured in 2017 making it 5 years old. Complaint history records were reviewed for this catalog number, no adverse trends were observed. The root cause of the reported event is deformation due to normal wear, consistent, repetitive use of the instrument. It was reported that excessive force had to be applied to disengage the implant what most likely contributed to the deformation.

Event description:
It was reported that an avs navigator straight inserter was 'blocked' and the unlocking screw would not release the cage intra-operatively. Surgery was successfully completed with another inserter and a 10 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has been received and section d has been updated with additional information.

Event description:
It was reported that an avs navigator straight inserter was 'blocked' and the unlocking screw would not release the cage intra-operatively. Surgery was successfully completed with another inserter and a 10 minute delay. No adverse consequences or medical intervention were reported.